Event description:
It was reported that the device was explanted after an implant duration of approximately 75 months. On 05/11/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and mitral regurgitation.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B)(6) 2009. According to the complainant, post-operatively, the patient experienced pain - vas 55/100 index. The procedure was performed under general anesthesia with more blood loss than usual. The duration of the procedure was reported as 30 minutes.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received on 05/11/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.